Manufacturer narrative:
This was initially reported on the summary report dated 08/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced pain in groin, pain in her pubic region, back and hip, yeast infection, stress urinary incontinence, leakage with strong cough, occasional post void dribbling, frequency, urgency, pressure, bladder pain, severe dysuria, postmenopausal atrophic vaginitis, vaginal prolapse, vaginal pain, extrusion, mild cystocele, urinary tract infection. It was also reported that the plaintiff allegedly experienced erosion, infection, urinary problems, bowel problems, neuromuscular problems, vaginal scarring, and also a product problem. The plaintiff underwent a revision surgery. The device was partially explanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported as multisystem organ failure, bowel infarction and generalized atherosclerosis. Related to manufacturer report #: 3011770902-2016-00358, 3011770902-2016-00360.